Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When the subject device was being removed from the patient's body after an unspecified procedure, the bending section of the subject device kept bending and the user couldn't return it. The user removed the subject device forcibly. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon. Omsc confirmed that the metal mesh in the bending section was broken and it was entangled with the angle wire. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the reported phenomenon was caused by the entanglement of the damaged metal mesh with the angle wire. If additional information becomes available, this report will be supplemented.